Event description:
Reporter stated the customer received a result of 27.1 mmol/l on the mobile system. He injected approximately 25.0 units of insulin, and within 30 minutes, he began to feel sweaty, hot, sick, and ill. He tested his blood glucose on the aviva system and received a result of 1.0 mmol/l. He tested his blood glucose within 2 minutes on the mobile system and received a result of 20.0 mmol/l. His wife provided "lucocade drink" and chocolate, and he began to feel better in about 10 minutes. No adverse event was reported. The alleged product was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the mobile system. Reference medwatch report with patient identifier (B)(6) for the aviva system.